Manufacturer narrative:
The malfunction was found to be due to a software problem. The series of events that cause the malfunction are not intended to be performed by the operator during normal use, the opening of two census screens simultaneously without making a selection, and there have been no reports of this malfunction actually occurring outside of siemens software development lab. However, a supplement to the operating instructions has been released and sent to the siemens sales offices in each country where this option has been sold. These sales offices have been instructed to review the supplement with their customers to ensure that they are familiar with the proper operation of the device. In addition, the problem has been corrected in the vel software release for this product and siemens has advised these sales offices to upgrade these customers at their earliest convenience.

Event description:
The software engineering dept has determined that when the census screen is displayed simultaneously on both screens of a dual display multiview workstation prior to selecting a pt for event disclosure, some incorrect pt info (waveforms) may be displayed due to the mixing of pt set up configurations. There have been no reported incidents of this malfunction actually occurring during use on pts.